Event description:
The device was used during a procedure on the rectum. Reportedly, the staples did not form properly and the anastomosis was leaking. The hospital has reported no pt injury occurred.